Event description:
A hemodialysis user facility has reported that during treatment an internal blood leak occurred. The leak was visually observed and the machine alarmed. Blood leak was verified using blood leak test strips. Blood was visible in the top portion of the dialyzer and blood leaked through the fibers into the dialysate. Estimated blood loss was 150cc's. There was no ill effect to the patient and no medical intervention was required. There is no sample available for evaluation.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode can not be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.